Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer's blood glucose level was not impacted. Reportedly, customer cleared the notification and resumed insulin successfully.